Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned in one piece. Two external insulation abrasions were found breaching the outer insulation and exposing the outer coil. The cause of the external insulation abrasions were consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.